Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings. The customer stated that she had unexplained high blood glucose readings for the past 3 weeks. The customer stated that there were no delivery alarms when changing out the set. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to check the infusion set for presence of air bubbles. The customer stated that there were small air bubbles inside. The customer was advised to remove the reservoir, rewind, reinsert and run manual prime with the current set. The customer was advised that issues such as bent cannulas tend to be contributing factors to high blood glucose readings.